Event description:
After the physician inserted the cypher into the vessel and put the syringe on the hub, the balloon could not inflate the stent because the hub broke. The age and gender of the patient is unknown. The target lesion location was the proximal left anterior descending artery (lad). The device was removed from the package by the hub, and there were no anomalies noted during prep. The device was prepped as per the IFU. There was no resistance while advancing the device to the lesion. The device was not steered by the hub and the indeflator was not connected during advancement. There were no anomalies noted after the stent delivery system (sds) had been positioned at the lesion. When pressure was applied with the indeflator, the balloon would not inflate. The physician removed the device and noticed that the hub was cracked. Another device was advanced and successfully placed at the lesion. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.